Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years post deployment a computed tomography (CT) of abdomen and pelvis was performed which showed positive for caval perforation. The superior extent of caval filter at mid l1 vertebral body and inferior extent at l2-l3 vertebral body. A total of six prongs have perforated the inferior vena cava (ivc) with maximum distance prongs perforated approximately 2 mm. The coronal images showed approximately 4-degree tilt right to left and sagittal images showed 0-degree tilt. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 07/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.